Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified proximal right coronary artery (rca). A 2.75 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion and the distal stent struts were found to be flared. The procedure was completed with a 2.75 x 16 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.